Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received an "off no power" alert and received a low battery alert less than 24 hours prior to off no power. Customer's blood glucose was unknown. During troubleshooting, customer reported that battery was not previously used. Customer reported that battery compartment was damaged and customer did not know how damage occurred. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was monitored for several days and passed all functional testing including displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump was received with normal operating currents, self-test, a21 error test and off no power test. No unexpected low battery alert noted. No unexpected off no power anomalies noted. The insulin pump had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.